Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarm. The reported upstream occlusion alarm was not reproduced during evaluation. A review of the event history log identified upstream occlusion alarms on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The ultrasonic sensor fluid readings were found to be out of specification, causing the alarms. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a upstream occlusion alarm. There was no patient involvement. No additional information is available.